Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported kink was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported kink appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
Additional information received stating that the shaft of the bdc kinked mid shaft, around the distal part of the monorail section. The kink was severe enough that the physician did not want to use the device to complete the procedure. Though the shaft was severely kinked, it remained in one piece. There was no separation. An unspecified bdc of the same size was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.50 x 20 mm trek rx balloon dilatation catheter (bdc) was selected for the procedure. While inserting the bdc into the guiding catheter the shaft kinked and then separated prior to exiting the guiding catheter and entering the anatomy. The bdc was removed from the guiding catheter. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.